Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) boet411, (3i t3 ex hex tapered implant 4 x 11.5mm) for evaluation. Visual evaluation / functional test was performed, mount found to be stuck with slight damaged to the mount screw. Unable to disengage. DHR review was completed for the subject lot number 2021030852. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021030852 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The summary of the inspection results. The reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that once the implant is placed in position #44, he is unable to remove the implant holder / mount from implant. The doctor reports in the per form that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number cmp: (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.